Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. Additional information was received which indicated that this lead exhibited noise. This lead was replaced. No additional adverse patient effects were reported.